Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the user ligated the artery, the clip could not be released from the jaws of the applier. The endo-cutter was inserted in the patient from another port to ligate the artery and it was successful. After that, the user repeated the handle grip/release movement and the clip released. No clips fell in the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. These instruments were manufactured at the tecomet, inc (B)(4) facility as part of a 50pc. Lot in june of 2015. Evaluation of the returned instruments showed that the jaws of this instrument are aligned properly. Further evaluation of this instrument shows that this instrument picks-up, retains, closes and releases clips as required of its function both with and without the use of silastic test tubing. We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the tecomet inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time, it is un-determined what caused the alleged defect. No corrective action required at this time.

Event description:
When the user ligated the artery, the clip could not be released from the jaws of the applier. The endo-cutter was inserted in the patient from another port to ligate the artery and it was successful. After that, the user repeated the handle grip/release movement and the clip released. No clips fell in the patient's body. The patient's condition was reported as fine.